Manufacturer narrative:
Review of device history records and incoming records found no discrepancies or anomalies relevant to the complaint. Assay testing, performed by the supplier prior to release of bupivacaine lot # 71-207-ev, lidocaine lot # 730253a, and epinephrine lot # 691853a was within specification. Review of the sterilization certificate for the tray lot number 3428687 (po # (B)(4)) revealed that the product was processed according to validated specification requirements and parameters. Smith medical periodically monitors supplied drug components stability post ethylene oxide sterilization throughout their expiry. Our records show that the supplied drugs components continue to meet potency specifications. Complaint history review does not indicate any upward trends for the drug lot numbers, reported in this complaint. The anesthetics are supplied items and the complaint notification was forwarded to the supplier. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors.

Event description:
It was reported that the drug in the portex® spinal anesthesia tray was ineffective. There were no allegations of malfunction with respect to the other components of the kit. No serious injury was reported in connection with this incident.